Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and sensor board were replaced to address the issues.

Event description:
The MFR received info alleging a "service required" alarm condition occurred and the ventilator failed to charge its internal battery. The device was not in pt use.